Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced syncope. Noise resulting in pacing inhibition was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2015.